Event description:
It was reported that during a coronary stent procedure, the physician experienced crossing difficulties during direct stenting. During removal the stent dislodged and was retrieved with a snare. Pt status is listed as "okay".